Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device will not turn on. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 11/19/2019 to present date 12/31/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
The customer reported that the device will not turn on. There was no patient involvement.